Event description:
A trilogy evo, USA ventilator was returned to the manufacturer due to a customer request to return the loaner device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's circuit board and blower to address the issue. No repair was performed. The device has been processed as scrap. Additionally, the cabinet and connectors in good condition.